Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. It was reported the patient was performing pd therapy while traveling outside of the united states. It was also reported the patient does not normally perform his pd exchanges by himself. The patient developed symptoms of cloudy pd effluent upon returning home. Therefore, the patient¿s peritonitis is likely associated with a breach in aseptic technique, as reported by the pd nurse. Patients on pd therapy should follow proper infection control procedures to mitigate risk of peritonitis infection; the patient is reportedly undergoing re-training on pd procedures.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized between (B)(6) 2019- (B)(6) 2019 for peritonitis. The hospitalization was reported when following up for a patient allegation of receiving a patient line is blocked alarm during drain 1/4. Per the pd registered nurse (pdrn), the pd culture results obtained in the hospital are unknown as the hospital records are not available. The pdrn stated that the patient continued pd therapy (unknown device) while hospitalized and received antibiotics intra-peritoneal (unknown drug, dose, frequency). Additionally, it was reported the patient underwent pd catheter repositioning due to catheter malposition as he was also experiencing issues with filling and draining with pd therapy while hospitalized. The pdrn indicated there were no associated fluid leaks nor any issues with a fresenius device, drug, or product. The pdrn indicated that the clinic has attributed the peritonitis to a breach in aseptic technique. The patient¿s wife usually assists with the pd treatment, however, the patient was handling their own pd treatments while in mexico and it was after they returned from mexico that they started noticing cloud effluent. Per the pdrn, the patient is recovering and is undergoing re-training on pd procedures.